Event description:
Terminally ill patient had portable infusion system in place receiving morphine. Family found patient unreponsive and IV bag empty. Patient expired several hours later. Investigation is pending.